Manufacturer narrative:
The device was returned to the zoll medical technical service department for evaluation. The malfunction was duplicated and attributed to the high voltage module. The high voltage module was replaced to resolve the malfunction. The device passed the final test procedure and was recertified; the device was then returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 109" message. Complainant indicated that there was no patient involvement in the reported malfunction.